Event description:
The patient experienced a loss of therapeutic effect. A critical pump alarm was sounding. On interrogation, a motor stall was noted and had exceeded 48 hours. During pump replacement surgery, the catheter was found to be no longer in the intrathecal space. The catheter was replaced. Following surgery, the pt had a good outcome and resolution of symptoms. The device system was used to deliver baclofen and morphine.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.